Event description:
It was reported that prior to an appendectomy procedure, the cartridge fell out when taking it out of the sterility package. There was no adverse pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.